Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the device shut down while in use. No patient harm reported. Pending request for patient information.